Event description:
The physician noted that the patient was itching. They attempted a catheter study, but were unable to aspirate drug, so the study was canceled. The pump and catheter were explanted per the request of the patient's parents. The device system was used to deliver baclofen.

Manufacturer narrative:
(B) (4).